Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02849. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the physician was attempting to morcellate a fibroid and the lights on the device flashed and the handpiece wouldn't morcellate the fibroid. The unit was slow and the handpiece was stalling out and stopped working. The procedure was completed with the same device and a new handpiece with no adverse patient consequences.